Manufacturer narrative:
Testing of actual device (10/102): a getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the reported issue. After troubleshooting the unit, the stm replaced the purge valve assembly, blood detect tubing , and crm assembly (0997-00-0986). The stm performed preventive maintenance and all functional and safety tests were passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical service. The full name of the event site in is healthcare authority of the city of (B)(4).

Event description:
It was reported that, during use on a patient, a blood back incident occurred on a cs300 intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.